Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 12/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and fmc cassette for renal replacement therapy (rrt) was diagnosed with a stomach infection and was transitioned to hemodialysis. No additional information was provided during the intake process, and subsequent attempts to obtain additional clinical information (e.g., medication records, discharge summary, patient demographics, hospital records) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event of a stomach infection, which required hospitalization and the patient¿s transition to hd for rrt. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation and prevented the establishment of causality. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the limited information available, the liberty select cycler and fmc cassette cannot be categorically disassociated from the serious adverse event due to the region of the infection and the patient¿s transition of modality. However, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 12/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and fmc cassette for renal replacement therapy (rrt) was diagnosed with a stomach infection and was transitioned to hemodialysis. No additional information was provided during the intake process, and subsequent attempts to obtain additional clinical information (e.g., medication records, discharge summary, patient demographics, hospital records) were unsuccessful.